Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and displacement test. No unexpected low battery alarm anomalies noted. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and broken belt clip slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that down button had to pressed extra hard for response, insulin pump rejected new batteries, crack near right corner of screen and chipped near left bottom corner. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.